Manufacturer narrative:
User facility mandatory medwatch was received on 12/20/2010. The report number is (B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
User facility mandatory medwatch received that stated: "patient on phenylephrine IV drip. IV pump (B)(4) had e321 malfunction code- interrupting medication administration. IV pump taken out of service for biomed to evaluate." Additional information has been requested from the customer contact including, specific event details, patient information, if any medical interventions were required, and specific pump programming. A response has not yet been received. Hospira is continuing to investigate.